Event description:
Medtronic received a report that a concerto coil encountered resistance in the sheath and another concerto coil prematurely detached. The patient was undergoing collateral embolization. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was reported that the introducer sheath of the concerto coil (lot #224303953) cannot be removed from the delivery wire (delivery wire cannot be pushed into the microcatheter). The procedure was completed by replacing with another nv-2-8-helix coil. It was reported for lot # 224232789 the concerto coil was detached inside the microcatheter accidentally. The procedure was completed by replacing with another microcatheter and coil. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an excelsior 1018 microcatheter and a merit maestro 2.1f microcatheter.

Manufacturer narrative:
Continuation of d10: product ID nv-2-8-helix (lot: 224303953); product type: ; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis of nv-2-8-helix, lotno:224232789 found no damages or irregularities with the maestro hub. The micro catheter body was kinked at ~70.1cm and ~113.5cm from the proximal end. No damages or irregularities were found with the distal tip and marker band. The concerto implant coil was returned partially extending out the distal micro catheter. The implant coil was found stretched with the polypropylene filament broken. The implant coil was found stuck within the micro catheter and became stretched further during extraction. The detach element ball was found damaged (flattened). The ball outer diameter was measured to be 0.0035¿ on its smaller outer diameter, which is no longer within specification (specification: 0.0038¿ ± 0.00010¿). Based on the device analysis and reported information, the customer¿s report of ¿premature detachment¿ was confirmed. The cause of the detachment is likely due to the flattening found with detach element ball, causing it to slip out of the retainer ring and detaching the implant coil. In addition, the implant coil was found stretched. These damages are indicative of retracting against resistance. Other possible contributors are lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant during repositioning, or pushwire rotation. Customer only reported that the devices were prepared per IFU, and vessel tortuosity as severe. It is likely the severe vessel tortuosity contributed towards the failure. In addition, the micro cath eter was found kinked, which could have also contributed towards the premature detachment. As the pusher used during the event was not returned for analysis, any contribution of the concerto pusher towards the premature detachment could not be assessed. The maestro micro catheter has an inner diameter of 0.018¿, which is compatible for use with the concerto coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there were no detachment attempts made. There was no kink/damage observed on the pushwire. The coil was not implanted. There were 0 coils implanted before the prematurely detached coil and 2 after. During preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.